Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was rough to open and close. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the large chuck with key drilling speed device was rotating roughly; not rotating properly. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.